Event description:
The customer contacted baxter's (B)(4) to report a nonfunctional compact exchange device (cxd). It was stated that carriage will not move forward on cxd machine. The technical service representative (tsr) explained the need to swap out the device. The caregiver (cg) will spike bags by hand. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The customer reported issue of the carriage will not move forward on the compact exchange device (cxd) machine was confirmed and duplicated by functional evaluation. The spike carriage guide spring was revealed to be bent preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the reported issue carriage will not move forward on cxd machine was determined to be a bent spike carriage guide spring. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be returned, a follow-up report will be submitted.